Event description:
It was reported that when using the bd pyxis¿ medflex 1000 application was experiencing performance issues and was running slow with noticeable delays. The user also confirmed that the cabinet had sufficient space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application ran slowly. A technical support specialist restarted the application, and it began running smoothly with no further delays. Tss informed the user that the monitor was functioning properly, and the issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshot the device.